Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left basilic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, when the first inflation was performed at 6 atmospheres for 10 seconds, a balloon rupture has occurred in the form of pinhole at the middle part of this device. The device was removed without any problem and the procedure was completed with another of the same device. As per physician's comment, it was assumed that the lesion part was slightly hard. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city- (B)(6).